Manufacturer narrative:
Evaluation narrative - examination was not possible, as the device has not been returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that at the time of fixation during an acl reconstruction, the patella slid and ended up breaking the anchor. The anchor and all fragments of the anchor were removed. A backup was available and it was placed in the same prepped hole. No patient impact was noted.